Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that while the surgeon was using the drill in the rail cutter guide, he noticed that, upon removal of the drill, the tip of the drill had broken off. According to the report, the broken portion could not be retrieved and remained in situ. Per the surgeon, there was no harm to the patient.